Event description:
It was reported that the device is measuring varied p-waves and is responding by atrial pacing and ventricular safety pacing. The device was reprogramed to alleviate symptoms of pacemaker syndrome. A lead revision was also completed and follow-up revealed that the patient was upgraded to a competitor ICD device from a medtronic pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.